Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported "exchange the textured device to a smooth implant due to concern about the textured implants." Device has been explanted.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported "exchange the textured device to a smooth implant due to concern about the textured implants." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: extended opening, fold creases, wear abrasion and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: an extended striated opening on patch bond edge assessed as surgical damage and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. Underweight. Visual and micro analysis reported: fold creases, wear abrasion and stress marks.